Event description:
It was reported that the patients implantable pulse generator (ipg) does not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned as it was kept by the medical facility.